Manufacturer narrative:
Model and serial # information not provided by customer. The returned product was analyzed by a division quality engineer on november 19, 2018. Analysis findings noted no visible damage, contamination, or visual defects were observed. A review of product's 2-year complaint history for the reported adverse event and product lot code 18200j found no statistical trends. Biocompatibility test results during product design confirm the biocompatibility of the 3m¿ nexcare¿ gentle paper tape for intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing.

Event description:
A female customer (age not specified) reported she had a mole located on her back, below the neck, removed on (B)(6) 2018. The woman was advised to use gentle paper tape to secure gauze over the wound area. Prior to application, an unspecified ointment was applied to the wound area. The wound area was reported to be approximately the size of a dime. The referenced tape was first applied on (B)(6) 2018. The dressing (tape/gauze) was changed twice daily. The tape was applied along all four sides of the gauze pad. The woman alleged experiencing a little discomfort on first day of wear, but thought it was due to the wound healing. The woman alleged the wound area was a little red and she experienced a burning sensation. She alleged the pain got progressively worse each time the dressing was changed. She discontinued use of the tape on (B)(6) 2018. On (B)(6) 2018, the woman alleged the skin areas, where the tape was applied, were bright red, itchy, and painful, with the presence of bumps. She alleged the affected area felt like a "burn" and like "she was hit with a whip". She alleged the red skin areas were in the exact shape of the applied tape. The woman reported her only known allergy was to benzocaine. On (B)(6) 2018, the woman reported she could not get the affected area to cool down. She slept with a fan at night to keep cool. The woman applied cortisone 10 onto the affected area and took oral benadryl, which she reported were ineffective. The woman visited her doctor on (B)(6) 2018, for a mole removal follow-up appt. The woman reported her doctor explained that 3m¿ micropore¿ tape was used right after surgery in the doctor's office and most likely when reaction started. The doctor prescribed two topical creams. A silver sulfadiazine cream was prescribed for the original wound and triamcinolone acetonide cream was prescribed for the reported reaction to the tape. On (B)(6) 2018, the woman reported the affected area were starting to heal. She reported little bumps were still present on her skin and the outline from the tape could still be seen. The woman reported was able to sleep decently the previous night and was still using a fan to keep her back cool.